Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user on dialysis experienced intermittent dexcom g7 cgm readings, including a displayed value of 80 mg/dl while a clinic fingerstick measured 207 mg/dl, which led the user to ingest glucose tablets and later obtain a manual glucose of 328 mg/dl; pairing between the ilet and g7 initially failed and was reinitiated by toggling sensor options, and education on correction dosing was provided. Symptoms included no reported clinical effects consistent with hypoglycemia or hyperglycemia. Outcomes included elevated blood glucose outside the target range without medical intervention or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed intermittent cgm connectivity and discordant glucose values between cgm and capillary measurements. It was concluded that hyperglycemia occurred following user-initiated carbohydrate intake in the context of intermittent cgm readings and that the system functioned after re-pairing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.